Event description:
It was reported that the plaintiff was implanted with a monarc subfascial hammock sling on (B)(6) 2010. Sometime after the initial implant the plaintiff began experiencing severe issues with recurring incontinence, extreme pain and cramping, unable to walk or stand for prolonged time, and pain with sexual intercourse. Plaintiff's attorney also alleged plaintiff underwent various medical procedures in an attempt to repair and remove the mesh. It is also alleged the plaintiff experienced significant physical, psychological, and emotion pain and suffering. It is alleged the plaintiff sustained permanent and debilitating injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent. Lawyer-filed report-(B)(4).